Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was reproduced. Although a definitive root cause could not be determined, it is likely due to thermo-mechanical fatigue, wear and tear and handling (impact, shock). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ceramic tip of the rigid endoscope sheath was broken. There were no reports of patient involvement.